Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause was attributed to improper customer setup. Based on tse notes, the system issue was probably due to an improperly seated sterile adapter.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure that the dual blade retractor instrument in arm 3 drifted out of position. The technical support engineer (tse) inquired if the entire arm drifted out of position, or if it was just the instrument tip that drifted. The tse recommended ensuring the surgeon was not releasing the hand control while in following mode, without first removing their head from the viewer. The tse also recommended reseating the sterile adapter drape and instrument or replacing the instrument and sterile adapter if the issue persisted. The customer advised that they were just about finished with the dual blade retractor instrument and did not want to troubleshoot further. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no external collisions. It is believed that the issue was due to the surgeon not having their head appropriately in the viewer.